Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the physician could not advance the guide wire due to the folded wire. As a result, a new set was used for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty advancing the guide wire was confirmed. Guide wire, arrow raulerson syringe (ars), introducer needle, catheter-over-needle and several other components were returned. The guide wire had kinks located 3 and 8 cm from the distal weld. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. The guide wire graphic specifies the length at 600 +/- 4 mm and the diameter at .788/.826 mm. The diameter of the guide wire measured 0.808 mm. The guide wire length was determined to be consistent with the graphic. Functional testing was performed by inserting the j-end of a lab inventory guide wire, with a measured diameter of .802 mm into the raulerson syringe/needle assembly four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was felt during insertion through the raulerson syringe/needle other remarks: assembly. The returned guide wire was inserted through the catheter from the catheter-over-needle assembly without resistance. The instructions booklet provided with the kit, describes suggested techniques for inserting the guide wire. A device history records review was performed and did not reveal any manufacturing related issues. Operational context caused or contributed to this event. No further action will be taken.